Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a suspected malfunction, the device was explanted. No additional information was avaliable. No patient symptoms were reported.